Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the black box history for the date of the complaint was not available. There were unexplained pump reboots observed in the black box history on (B)(6) 2014. The total daily dose for the event date added up correctly. There was a crack observed in the battery compartment. The returned battery cap had stripped threads and was unable to fully secure to the pump; therefore, duplicating intermittent power. A new test battery cap was able to fully tighten to the pump and successfully completed the 24 hour duration test. There were no power issues duplicated with the test battery cap. The pump successfully completed the delivery accuracy test and no internal moisture or damage was found when the pump cover was removed.

Event description:
On (B)(6) 2014, the patient contacted animas alleging that they had experienced a blood glucose (bg) over 300 mg/dl with frequent urination. It was reported that the pump had experienced intermittent power without user intervention on (B)(6) 2014. The patient stated that she took insulin injections to bring her bg down. It was reported that there was no damage to the battery compartment and the battery cap was secure. The reported bg excursion does not meet the criteria for a serious injury. This complaint is being reported based on the alleged power issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.